Event description:
During a follow-up in clinic, low defibrillation impedance and loss of defibrillation therapy were noted on the right ventricular lead. The lead was capped and replaced and the patient was stable with no consequences. Related manufacturer report number: 2938836-2019-02112.